Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image revealed residue consistent with oxidation from fluid ingress in the pump cable inline connector, which could have contributed to the driveline power fault alarms confirmed via log file analysis. The submitted controller event log files associated with the patient's original system controller captured driveline power fault alarms associated with power b broken faults on 05aug2025. Log files downloaded from the returned system controller captured additional driveline power fault alarms on 06aug2025 which did not resolve by the time driveline was disconnected to perform the reported controller exchange. Additional log files were submitted for review following the exchange containing events from 06aug2025 ¿ 07aug2025. No further driveline power fault alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Further information provided by the account revealed that the modular cable was exchanged with the system controller, and the alarms did not reoccur. The probable cause of the alarm was noted to be contamination of the connector's pins between the pump cable and modular cable. The cause of the contamination was unknown. Review of the submitted image confirmed a green/brown residue in and around the pin holes of the pump cable inline connector. The residue appears consistent with residue observed in the modular cable inline connector pins, which was confirmed via evaluation of the returned modular cable (refer to the modular cable investigation). These findings appear consistent with a fluid ingress issue at the inline connection between the pump cable and modular cable. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power fault alarms, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. This section also contains instructions to take in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault alarm. The patient was admitted to the implanting center. Log files were downloaded; the alarm was cleared and did not reoccur. Based on log file analysis it was noted that the system controller would likely be replaced as part of the troubleshooting. The probable cause of the alarm was contamination of the connector's pins between the pump cable and modular cable. The cause of the contamination was unknown. The system controller and modular cable were exchanged and another set of log files were downloaded, which confirmed that the alarm was resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.